Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device was fired across a tube in the stomach but the device fired fine. The case was converted to an open procedure to remove the tubing from the patient. Both pieces of tubing were found and the case was completed with the device. The patient was stable after the procedure. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the surgeon did not believe he was firing over the ng tube. He had the tube pulled in and out of the stomach and was able to see the tube move and did not feel tension when the tube was pulled. The surgeon was inserviced. No quality issues with the device were observed or discussed.